Event description:
It was reported and confirmed by telemetry that a critical alarm had sounded due to a motor stall. The pt had an MRI done that day and the pump still had not restarted. The pump had been set to the lowest programmable rate and the MRI was an open MRI. The pt had an earlier open MRI and recovery was shown in the logs. The pump had only saline in the reservoir so symptoms were not a concern. The pt was scheduled to see the health care provider for an unrelated check up and the pump was to be interrogated at that time. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).